Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the information from the black box on the event date was overwritten due to continued use. There were no pump reboots or any activity outside of normal use observed. The battery cap contact measurements were within specification and the cap was able to secure to pump with no power interruptions. There was no damage observed to the battery compartment or the cap. There were no power interruptions during investigation and no intermittent condition found to the power circuit.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging an intermittent power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.